Event description:
A site rep reported that while in an ent case, the system was tracking intermittently. Medtronic technical svs rep talked with the surgeon and had him check his interference values which were 4.5 and higher. Explained they need to be less than 3.5 to track. Instructed the surgeon to move the emitter, and the head tracker and probe went green and the values went to lower than 1.8 and tracked properly. The instruments went red/green status and then went back to green status for unk reason. The surgeon was able to complete the registration and continued the case with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
The device was returned for eval. The reported issue was not able to be duplicated by medtronic personnel. The device was fully functional and there were no issues found with the tracking. The device was replaced and the issue was resolved.